Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial/lot #: (B)(4), ubd: 12-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had intense hip pain within a couple months of the ins implant (2018). The healthcare provider (hcp) determined the issue was with the leads. They explanted the ins, in 2018, and kept the leads implanted it case they wanted to try something else. The caller added that the patient's body was rejecting the whole thought of it. It was further reported that the patient went to their hcp, a little over a week ago (B)(6) 2019), and discovered they had improbable encephalitis. The hcp didn't know if the infections were caused by the leads. An MRI of the patient's head was ordered, but the MRI was refused and they were unable to make a further diagnosis. The caller had cat scans, had been to the hospital 3 times, and was currently in the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the paddle lead remains implanted. Ins was replaced on (B)(6) 2019 however the device was explanted on (B)(6) 2018. It was reported the patient had excruciating pain at the site of the battery. Patient and hcp decided to have the device removed. It was reported the battery was disposed of. Patient reported the battery was being rejected by their body. Patient reported being on 24 hour antibiotics/ penicillin for 6-8 weeks. Patient reported neck pain persists. The lab values were showing slow resolution of infection. Cause of infection not known. Patient reported the reason for call was to get approval of MRI.